Event description:
It was reported that the battery of this pacemaker was depleting faster than expected. Last year, the remaining longevity was at seven years and recently it measured 1.5 years. Disk analysis confirmed that the power consumption by the device had been increasing in a gradual fashion and technical services recommended device replacement. At this time the pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the battery of this pacemaker was depleting faster than expected. Last year, the remaining longevity was at seven years and recently it measured 1.5 years. Disk analysis confirmed that the power consumption by the device had been increasing in a gradual fashion and technical services recommended device replacement. At this time the pacemaker remains in service and no adverse patient effects were reported. It was additionally reported that the pacemaker was successfully explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the surgical intervention.

Event description:
It was reported that the battery of this pacemaker was depleting faster than expected. Last year, the remaining longevity was at seven years and recently it measured 1.5 years. Disk analysis confirmed that the power consumption by the device had been increasing in a gradual fashion and technical services recommended device replacement. At this time the pacemaker remains in service and no adverse patient effects were reported. It was additionally reported that the pacemaker was successfully explanted and replaced. No further adverse patient effects were reported.